Event description:
The account alleged the head of bed will not rise. The account tried to raise the head section using the siderail controls, the motor activates, but the head will not rise. The manual function is also not working.

Manufacturer narrative:
The tech replaced the head up valve solenoid cartridge to repair the bed.